Event description:
It was later reported via the healthcare provider (hcp) that the patient had a pseudomeningocele from a leaking intrathecal catheter. The patient ¿apparently¿ underwent outpatient procedure where he had a new intrathecal catheter put in and the old catheter was left in place. The hcp stated ¿apparently he was leaking from csf through that after he developed a pseudomeningocele¿. The collection of csf at the catheter tip was discovered during the revision surgery on (B)(6) 2013. Following the removal of the catheter there was no evidence of residual csf leak. The pseudomeningocele was then resected back to healthy tissue. It was later reported that the catheter surgery was not an emergent surgery and was routine. Per the hcp it was the old catheter that was the issue not the new catheter that was put in. The csf leak was the old catheter and not the new one. The second procedure was a resection of the pseudomeningocele. Nothing was done with the catheter because at that point the old catheter had been removed. The new catheter was in place at that point and nothing was done with it, just the resection of the pseudomeningocele.

Event description:
It was reported that a magnetic resonance imaging (MRI) was done. The reporter was unsure, but assumed that it was related to the pump because it was for low back pain. Additional information received reported the patient had been experiencing extreme headaches and return of pain. The patient had dev eloped a pseudomeningocele and there was a large collection of cerebrospinal fluid (csf) at the catheter tip. It was also reported the patient had surgery on (B)(6) 2013 and the catheter was removed in its entirety. The patient came in for follow-up two weeks later and was feeling really good and was back to baseline level. The incision was totally healed. It was unknown if there were plans to re-implant a new catheter. The patient¿s pump was delivering morphine only, but the concentration or dose were unknown.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).